Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime process. Advised the caller that the customer should revert to back up plan. The customer's blood glucose reading the night before was 371mg/dl, and she has treated. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed was rec'd with an error alarm during the basic occlusion test as a result of a loose drive support disk.